Event description:
The customer reported via phone call that the insulin pump alarmed weak battery, and after a battery replacement, the insulin pump then alarmed button error that could not be cleared. The customer stated that the device showed that the buttons were pressed for more than 3 minutes. The customer's blood glucose was 211 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.